Event description:
It was reported patient underwent a total knee arthroplasty procedure on an unknown date. Subsequently, patient underwent an arthroscopic procedure to remove excess scar tissue. There has been no reported revision procedure and no further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; device code - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a total knee arthroplasty procedure on an unknown date. Subsequently, patient was revised on an unknown date due to anterior soft tissue build up. The revision procedure was a scope procedure. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device remains implanted.

Event description:
It was reported patient underwent a total knee arthroplasty procedure on (B)(6) 2014. Subsequently, patient underwent an arthroscopic procedure on (B)(6) 2015 to remove excess scar tissue. There has been no reported revision procedure and no further information has been provided.